Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be use error. The investigation confirmed that the CT system operated as intended and according to design specifications. No device deficiency or unexpected system behavior was identified. The head arm support accessory involved in the incident showed no damage and continued to be used after the event. The damaged gantry window strip was replaced, and normal system function was confirmed. While the exact sequence of events leading to the displacement of the accessory could not be conclusively reconstructed, the fact that the accessory was not defective supports the conclusion that the incident is most consistent with a handling related scenario rather than a failure of the device or accessory. According to information obtained during the investigation, the patient was not restrained at the time of the incident. The instructions for use describe precautions for accessory handling during system movement, stating that accessories such as head holders or supports must be used in a manner that prevents contact with the gantry (instructions for use, somatom definition flash, page 37, print no. C2 030.620.15.03.02). Furthermore, the instructions for use emphasize that the patient must be secured and observed during system movements and state: ¿always fix and observe the patient during system movements.¿ (instructions for use, somatom definition flash, page 41, print no. C2 030.620.15.03.02). Based on the available information, the incident is considered use related. The CT system functioned as specified, and the damage resulted from an external mechanical influence. No further corrective or preventive actions for the device were required.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition flash CT system. An incident occurred during patient unloading while using an adaptable head arm support accessory. During table retraction and downward movement, the head arm support became displaced and came into contact with the gantry window strip, resulting in mechanical damage to the window strip. As a precautionary measure, the system was taken out of service. No injuries to the patient or personnel were reported.